Event description:
(B) (4). It was reported that following a coronary artery stenting procedure the patient experienced a myocardial infarction. The target lesion was located in the proximal left circumflex (prox lcx) with 80% stenosis, a length of 12.0 mm and reference vessel diameter of 3.00 mm. The target lesion was treated with pre-dilatation and placement of a 3.0 x 16 mm taxus element study stent with 0% residual stenosis. A non-target lesion in the proximal left anterior descending (prox lad) was treated with angioplasty and a taxus express2 stent. The patient was discharged the next day on aspirin and clopidogrel. At days post index procedure, while in the recovery room after a nissen procedure for a hiatal hernia, the patient complained of chest pain. A stress test back in (B) (6) 2009 was ¿normal.¿ aspirin and clopidogrel had been discontinued the week prior to the laparoscopic surgery. An ECG on day 475 revealed an ¿acute anterolateral mi with st elevations.¿ the patient underwent coronary angiography which revealed 100% stenoses in the proximal and distal lad, and 90% stenosis in the 2nd diagonal. The distal lad was totally occluded ¿from presumed embolic thrombus.¿ a 2.5 x 15 mm maverick balloon was used to predilate the occluded stent in the proximal lad where there was ¿evident filling defect consistent with thrombus at the site and into the second diagonal.¿ the stent appeared undersized for the size of the vessel, and the entire diseased segment including the previously placed stent was covered with a 3.0 x 23 mm non bsc stent with 0% residual stenosis. The 2nd diagonal was dilated with a 2.0 x 12 mm maverick balloon treated with a 3.0 x 8 mm non bsc stent with 0% residual stenosis. The distal lad was treated with balloon angioplasty with 0% residual stenosis. The patient was discharged 9 days later on aspirin and clopidogrel.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).